Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device had "debris in oil." It is known that the device was being used during surgery but no patient or user injury occurred. It is known that there was no delay in the surgical procedure as a result of the device issue. There was no additional info provided.